Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a plum 360¿ infuser compatible with ICU medical mednet¿ software where it was reported that, the device has over infused during blood transfusion. A 262 ml over 2.5 hours programmed blood ran through in 1 hour and 5 minutes. There was patient involvement but no patient harm.